Manufacturer narrative:
Additional information received by smiths medical on 15-jul-2020 that there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed and verified the device status screen. The customer's reported problem was confirmed. According to the investigation, the pump air detector did not operate as intended. Investigator's replaced the pump air detector and perform a full pm and functional testing passed. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd solis vip pump experienced bad air-in-line sensor. No reported adverse effects.